Manufacturer narrative:
Manufacturer¿s ref. No: (B)(4). The purpose of this MDR submission is to report the investigation finding of the returned device. The complaint device was returned for evaluation and analysis. The investigation finding is documented below. Investigation summary: a non-sterile 4mm x 16mm enterprise 2 vascular reconstruction device was received contained in the decontamination pouch. Visual inspection was performed. It was noted that the stent component was still attached to the delivery system and inside the introducer. No appearance of damage was observed. The device was inspected under the microscope. No abnormalities were noted. A functional test was performed with a lab-sample prowler select plus microcatheter. The delivery system was flushed and the stent was advanced through the microcatheter until it reached the distal end without noticeable resistance. Lake region medical performed a review of the device history records relative to the manufacturing, inspection, and packaging of the lot 7591255. The history record indicates this product was final inspection tested at lake region medical and was determined to be acceptable. As part of the cerenovus quality process, all devices are manufactured, inspected, and released to approved specifications. As the functional test was performed without issues, the released condition of the stent, the impeded condition encountered during the procedure and the withdrawal difficulties could not be confirmed; however, there may have been other circumstances or issues that occurred during the use of the device that could not be replicated during the analysis. There is no indication that the issue reported in the complaint is a result of a defect inherently related to the device. Although no product problem was found , the instructions for use (IFU) does contain the following recommendations: the introducer must be properly engaged with the infusion catheter hub to enable stent introduction into the infusion catheter. Do not apply undue force if resistance is encountered at any point during stent manipulation. Withdraw the unit and advance to a new one. If resistance is felt while recapturing the stent, do not continue to recapture the device. Withdraw the infusion catheter slightly to unsheathe the stent (without exceeding the recapture limit), and then attempt to recapture the stent again. Based on the manufacturing documentation review, there is no indication that the event is related to the device manufacturing process. As part of the post market surveillance program, information from this complaint is trended for statistical signals and corrective / preventive action may be triggered at a later time. Since there was no evidence to suggest the event was related to a manufacturing or design issue, no corrective actions will be taken at this time. This is one of 2 products involved with the reported complaint. The associated manufacturer report numbers are: 3008114965-2023-00646 and 3008114965-2023-00647. The manufacturer will submit a supplemental report if new facts arise which materially alter information submitted in a previous MDR report. Additional information will be submitted within 30 days of receipt.

Event description:
The healthcare professional reported that during an endovascular embolization procedure targeting an anterior communicating artery aneurysm, the complaint stent, a 4mm x 16mm enterprise 2 vascular reconstruction device (vrd) (encr401612 / 7591255) was impeded in the distal end of the concomitant microcatheter, a 150cm x 5cm prowler select plus microcatheter (606s255x / lot# unknown) and could not pass through the tip of the microcatheter. The physician attempted to retract the stent for adjustment and found that it could not be retracted. The physician removed the stent and the microcatheter from the patient¿s anatomy; at this time, it was noted that the stent had already become released and the stent component was already separated from the delivery wire. A new stent was used to complete the procedure with the same microcatheter. There was no report of any negative patient impact. On 15-sep-2023, additional information was received. The information indicated that the patient is a 62-year-old male. A continuous flush had been maintained through the microcatheter. The stent component was found to be separated from the delivery wire when the system was removed from the patient. The replacement stent was another 4mm x 16mm enterprise 2 vascular reconstruction device (vrd) (encr401612). The information confirmed that there was no adverse / negative patient impact as a result of the reported issue. There was no clinically significant delay in the procedure due to the reported issue.

Manufacturer narrative:
Manufacturer¿s ref. No: (B)(4). Information regarding patient identifier, date of birth, age, gender, weight, race, and ethnicity were not provided. Section e.1: the initial reporter phone: (B)(6). The initial reporter email address was not available / reported. Section h.3: the device is available to be returned for evaluation and testing. However, it has not been received to date as indicated as ¿other¿ in this section as the reason for non-evaluation. If the device returns, a device investigation will be performed. Lake region medical performed a review of the device history records relative to the manufacturing, inspection, and packaging of the lot 7591255. The history record indicates this product was final inspection tested at lake region medical and was determined to be acceptable. This is one of 2 products involved with the reported complaint. The associated manufacturer report number is: 3008114965-2023-00647. This report is being submitted pursuant to the provisions of 21 cfr, part 803. This report may be based on information which has not been investigated or verified prior to the required reporting date. This report does not reflect a conclusion by cerenovus, or its employees that the report constitutes an admission that the product, cerenovus, or its employees caused or contributed to the potential event described in this report. If information is obtained that was not available for the initial report, a follow-up report will be filed as appropriate. The manufacturer will submit a supplemental report if new facts arise which materially alter information submitted in a previous MDR report. Additional information will be submitted within 30 days of receipt.

Manufacturer narrative:
Manufacturer¿s ref. No: (B)(4). The purpose of this MDR submission is to report that the product analysis lab received the complaint device on 03-oct-2023. A supplemental 3500a report will be submitted once the product investigation has been completed. This is one of 2 products involved with the reported complaint. The associated manufacturer report numbers are: 3008114965-2023-00646 and 3008114965-2023-00647. The manufacturer will submit a supplemental report if new facts arise which materially alter information submitted in a previous MDR report. Additional information will be submitted within 30 days of receipt.